Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a breast augmentation procedure, the suture fell off needle when needle was being removed from packaging. This happened with two strands in a row. The third strand did not fall off the needle and was used without incident. There was no patient harm.